Event description:
Per the audiologist, the pt reported, she was not hearing with the cochlear implant system. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple open circuit electrodes. Explantation/reimplantation was recommended but had not been scheduled at the time of this report.

Manufacturer narrative:
.